Event description:
Report rec'd of dextrose being found in a 250ml compounded intravenous admixture that was to contain a heparin/0.25% normal saline solution. The presence of dextrose was discovered when the neonate who rec'd the solution had an elevated serum blood glucose level. The infant was also receiving d10 in a separate infusion, however, the serum glucose was higher than expected (exact value not available) so the neonatologist ordered a check of the heparin/0.25 normal saline solution. It contained "958mg/dl of dextrose". Troubleshooting done by the pharmacy deparment revealed that the compounder had been set up with d70 and used to run regular total parenteral nutrition solutions prior to running the infant's heparin solution. The compounder transfer set was not flushed prior to running the heparin/saline bag. User facility pharmacist calculated that only 1ml of d70 in a 250ml container would result in a 958mg/dl contaminant. The infant's elevated blood glucose was not treated; the infant was monitored and allowed to naturally clear the glucose and his serum level returned to within expected limits. No adverse effects or sequelae were observed. No additional information was available.